Event description:
It was reported that during device preparation and prior to use the xience xpedition stent delivery system (sds) protective sheath was being removed without resistance noted and the stent dislodged with the sheath. There was no patient involvement. The device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.